Event description:
It was reported by the customer that on (B)(6) 2009 an aiming beam fired straight out of the fiber at 221,924 joules. No pt injury was reported. The device was not returned for eval.